Event description:
During a correlation study a pt sample gave reproducible positively biased troponin I results over several lots of product. The magnitude and direction of the bias, if the event were to occur in a diagnostic setting, amy lead to inappropriate physician action. There was no report of pt harm as a result of this event.